Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients incision site did not heal properly. The patient was also having an increased pain when the stimulation was on and was reprogrammed. The patients incision was re-sutured, and a bovi was used. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery. The physician replaced the ipg, and the patient was doing well postoperatively. The explanted ipg was not returned.